Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Additional patient information: height: 174 cm., body mass index (bmi) 25.1 kg/m2.

Event description:
A patient in a study underwent a da vinci-assisted benign hysterectomy with salpingo-oophorectomy surgical procedure. Two weeks after surgery, the patient returned to the hospital with vaginal bleeding. On vaginal examination, a diffuse bleeding from the vaginal apex was observed. A conservative management approach was chosen, including tranexamic acid administration and placement of a vaginal mesh. After a one-day hospitalization, the patient was discharged the next day; the event was reported as on-going. The study investigator reported this event as moderate severity, a serious adverse event (requiring hospitalization), a clavien-dindo grade ii, probably related to the study procedure, possibly related to the patient's underlying disease status, but not related to the da vinci investigational device and not related to a third-party device. Five days after discharge, the patient was re-admitted to the hospital with severe vaginal bleeding. An intravenous dose of 2 g tranexamic acid was administered, and a second vaginal mesh was placed. The following morning, due to a blood-soaked mesh and persistent diffuse bleeding, a vaginal surgical approach was performed to achieve hemostasis: a secondary suture under anesthesia. The procedure was performed the same day, and the event was reported as resolved. Discharge occurred the next day with the patient in stable condition. The study investigator reported the second bleeding event as severe, a serious adverse event (requiring medical or surgical intervention), a clavien-dindo grade iiib, probably related to the study procedure, possibly related to the patient's underlying disease status, but not related to the da vinci device and not related to a third-party device. The index procedure was completed as planned without intra-operative device malfunctions; discharge occurred on an unspecified date.